Event description:
The customer reported that 6 days after the start of a fentanyl infusion (20 mcg/ml in 250 ml 0.9% nacl) on the medical/surgical intensive care unit, the fentanyl tubing was found to be cracked at the IV bridge. Heparin was also infusing via a different tubing. Both sets had cracks. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml IV bag of fentanyl 20 mcg/ml in 0.9% sodium chloride lot 17i12v832 exp: december 3, 2018 made by baxter; 250ml b braun bag ref p5872 lot j7l129n exp 03/20 heparin sodium in 5% dextrose injection. The customer¿s report that the tubing cracked ¿male luer¿ was confirmed. Visual inspection observed that the male luer collar of the primary suspect set was cracked. Closer inspection under magnification observed tool marks on the collar of the set. Due to the broken male luer collar; functional tests could not be performed. The root cause of the male luer crack could not be definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 6 days after the start of an infusion on the medical/surgical intensive care unit, the fentanyl tubing was found to be cracked at the IV bridge. Heparin was also infusing via a different tubing. Both sets had cracks. No patient harm was reported.